Manufacturer narrative:
Investigation summary: four photo samples were provided to our quality engineer for investigation. Visual inspection of the photos revealed damage on the barrel. A device history review was performed for reported lot 1711030, finding one annotation related to the alleged defect. During the marking process, a malfunction was detected with the barrel feeding wheel that resulted in damage to the barrel. The mechanical team repaired the failure and twenty-six impacted units were scrapped. It was determined the issue you reported is related to this malfunction. We have notified manufacturing personnel of your experience to increase awareness of this issue. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion : it has been received 4 pictures for investigation. Upon visual inspection of these pictures it can be observed a damage on barrel. DHR of lot 1711030 has been reviewed finding an annotation related to the alleged defect. During marking process incidence was detected in marking machine in barrels feeding that caused damage on barrel. Once detected, quality notification# (B)(4) was opened and 26.005 units were rejected to scrap. Mechanical team repaired the failure according to (B)(4). So the root cause of the alleged defect is this failure. According to inspection plan procedure (B)(4), 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection: molding: 2 injections per shift; printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift; assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift; secondary packaging: 1 box per pallet. Functional inspection: printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Fmea for assembly process includes control modes for this defect. We can confirm that the root cause of the non-conformance is related with the quality notification opened during manufacturing process of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description : failure in barrels feeding wheel in marking machine. Rationale : based on qda limits for this product and defect, no corrective action is required at this time.

Event description:
It was reported that before use of the syringe 1ml ls sp120 there was a crack found on a syringe barrel. As reported: crack was found on a syringe [plastic barrel] of lucentis livi 0.5mg/0.05ml after opening the intact folding box.